Manufacturer narrative:
Review of manufacturing records did not show any issues.

Manufacturer narrative:
Hospital reported damage to the probes and bad frostbite. Endocare personnel traveled to hospital to meet with doctor and hospital personnel. Cryotherapy system fully evaluated by simulating the use of all 8 ports for both argon and helium. The system itself was fully functional. Hospital staff reported that the cryorobes were fully functional during the pretest with no signs of frosting. Unfortunately, the cryoprobes were not available for visual evaluation as it appears they were disposed of after the case was complete. Lot number not reported. Review of endocare shipping records show that 26409 is the most probable lot number used.

Event description:
2 rs-17l probes. Probes thoroughly inspected during the testing prior to placing in the patient. Probes placed in the patient via sheaths and performed adequately during the first freeze cycle. Following treatment, probe damage was noted. A linear crease/ indention the middle part of the "mashed in part" of the shaft on both probes. "Bad frostbite" was also reported. Probes disposed of at the hospital. Complaint 2 of 2.